Event description:
It was reported that following a lap adjustable band procedure, the patient developed a post op port site infection. The patient had the product implanted in 2008. At the time of surgery, the patient received prophylactic antibiotic. The wound status at the time of discharge was okay and there was no wound drainage. The patient was hospitalized four days later for drainage from port site. Hospitalized again eleven days later for four days, and readmitted on the following month. Culture on the next day showed viridans streptococcus. Treated with levoquin. The band and port were explanted on the same day. No other patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.